Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 12/8/2021 additional information was requested, and the following was obtained: what was the initial procedure? Lateral episiotomy could you please clarify what is the correct lot number? It seems lot provided is incorrect (qkccxxbo)? No other lot can be provided. This lot is shown on the ha report. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, while sewing the perineum, the needle pulled off of the suture. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the initial procedure? Could you please clarify what is the correct lot number? It seems lot provided is incorrect (qkccxxbo)?